Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture, hematoma and capsular contracture baker grade unknown, diagnosed via MRI. Device has been explanted and replaced with another manufacturer¿s device.

Manufacturer narrative:
Device analysis results: the device was received in a broken glass container, therefore, no manipulation of the device can be performed and was discarded due to potential health risks if manipulated. Lot number cannot be visually identified. Based on the product analysis performed, the assessments of the complaint codes are: hematoma: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Rupture: observed but cannot perform an assessment since the condition in which the device was received in did not allow for any manipulation of the device. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.9, e.1, h.3, h.6.

Event description:
Healthcare professional reported left side rupture, hematoma and capsular contracture baker grade unknown, diagnosed via MRI. Device has been explanted and replaced with another manufacturer¿s device.